Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The cause of the motor stall was not determined. The pump was set to minimum rate and the patient was scheduled to have his pump replaced on (B)(6) 2018. The motor stall had not been resolved. No further issues were reported or anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 160 mcg/ml clonidine at 68.23 mcg/day, 2 mg/ml bupivacaine at 0.8528 mg/day, and 6 mg/ml dilaudid at 2.5585 mg/day via an implantable pump for an unknown indication for use. It was reported that an active motor stall and tube set message was seen in the pump logs. The patient had not recently had an MRI. The motor stall occurred on (B)(6) 2018 and last week, the patient began having symptoms of feeling sick, shaky, having heart palpitations, and vomiting. No further issues were reported or anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.